Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, and excessive no delivery test. No motor error alarm noted. Motor passed motor test. However, insulin pump was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched case, scratched keypad overlay, cracked reservoir tube, stained end cap sticker and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error after bolus delivery. The customer was able to rewind the insulin pump. Customer's blood glucose level was 94 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.